Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient had impella cp placed for support, was transferred to another facility. Upon arrival, impella site was bleeding. Heparin drip was paused and femstop was applied. The bleeding was resolved.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury is most likely use related since impella site oozing upon arrival. Device history review: the device passed all the post sterile inspection checks.